Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. After the display turned on, reportedly, the touchscreen was unresponsive, the battery gauge was unreadable, and the time/date were inaccurate. The customer's blood glucose ranged from 203 mg/dl to 330 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touch screen and unexpected shut down issues were verified. Based on the analysis, the alleged setting issue could not be verified.